Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation, as the pump was not explanted from the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient died at a nursing home. No additional information was provided regarding the patient's death and no autopsy was performed.